Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. Due to intra-operative issues the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Correct lot number for article 145.321s is l140340. Manufacturing location: (B)(6). Manufacturing date: 26.sep.2016, expiry date: 01.sep.2026. Part #: 04.503.104.20, lot#: h137181 (non-sterile) - ti matrixneuro screw self-drilling 4mm. Manufacturing location: (B)(6). Manufacturing date: 30-jun-2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that during implantation, a matrix neuro screw broke. No additional information available about patient condition, outcome and surgical delay. This is report number 1 of 1 for (B)(4).